Event description:
While cleaning the nosecone portion of the directional coronary arthrectomy device it was noted that the nose cone had separated. The device had been used in a calcified circumflex lesion. Reportedly, there was no pt injury associated with this event as this separation occurred outside the body.